Event description:
Pt was being 100% paced using medtronic dual chamber temporary pacemaker when the device abruptly stopped functioning. Clinician noted "error 0810" message on screen instructing them to contact medtronic. Device was taken out of service, new temporary pacemaker placed on pt. Pt did not suffer any adverse outcome as a result of this event. Device had recently been calibrated by medtronic in december 2018.